Event description:
It was reported that the patient was brought to the hospital by ambulance with a slow pulse and "was breathing hard." There was a reported threshold rise and a "pacing failure" had occurred. The lead was explanted. There were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned and analyzed.